Manufacturer narrative:
Model number/catalog number: sc-2218-70 serial number: (B)(4) batch/lot number: 5109977/5110862 model/catalog description: linear st lead kit 70 cm additional information was received that the infection site was central in the spine at the incision where the leads were placed and not at the ipg site. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing oozing, leaking that was brown and contained blood. The area was swollen and very sensitive to touch. The wound check showed that the patient had developed bacterial infection. The patient was prescribed with antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was experiencing oozing, leaking that was brown and contained blood. The area was swollen and very sensitive to touch. The wound check showed that the patient had developed bacterial infection. The patient was prescribed with antibiotics.